Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 70 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 420 and 384mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date is within the month of january 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is calling and is very upset with the truemetrix meter. The customer stated that she is getting a lot of the e-0 and e-2 error messages along with high results. The customer stated that she is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention. The customer stated that she is testing two to three times a day (fasting) and is taking medication to control her diabetes (insulin). The customer stated that she has not made any recent changes in her diet exercise regimen or medication. The customer is storing the meter and test strips in the dining room.